Event description:
It was reported that during the implant procedure, the tip of this right ventricular (rv) lead became tangled in the left branch tool and could not be advanced. When the physician removed the lead from the patient, a fracture of the tip was observed. Subsequently, this lead was exchanged for a new one to complete the procedure. This lead is expected for return.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of this lead was performed. Testing was completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Visual inspection revealed that the lead body was bent with misaligned cathode coils approximately 565mm from the terminal end. This damage could have led to or have been a result of insertion difficulties. This observation is consistent with induced damage during the implant procedure. The observed damage is not deemed to indicate a product defect or malfunction.

Event description:
It was reported that during the implant procedure, the tip of this right ventricular (rv) lead became tangled in the left branch tool and could not be advanced. When the physician removed the lead from the patient, a fracture of the tip was observed. Subsequently, this lead was exchanged for a new one to complete the procedure. This lead is expected for return. This lead was subsequently returned for analysis. This report includes device technical analysis.